Event description:
The customer complained of a questionable inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. The laboratory method was stago neoplastine. At 3:30 pm the result from the meter was 3.9 inr. At 3:45 pm the result from the laboratory 2.8 inr. There was no allegation of an adverse event. The laboratory result was believed to be correct. The patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.